Event description:
MFR was served with the following lawsuit. Plaintiff's claim alleges the following: type I latex allergy, life threatening immediate hypersensitivity to latex, severe pain & suffering, emotional stress & loss of enjoyment of life.